Event description:
It was reported that the patient's right atrial (ra) lead exhibited high impedance. The ra lead was partially explanted and replaced. The patient's right ventricular (rv) lead had a non-specific product problem. The rv lead was previously capped, then explanted on the same day as the ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Conconmitant products: 5076-58 lead implanted: (B)(6) 2013; addrl1 ipg implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, 11:46:17: it was further reported that the right atrial (ra) lead had fractured and, during the explant, the ra lead tip separated from the inner conductor. The ra lead exhibited indefinite impedance and oversensing noise. The previously capped right ventricular (rv) lead was crushed by the clavicle during the explant procedure.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the outer insulation was ruptured. There was blood on the proximal conductor of the lead and it was not obstructed. If information is provided in the future, a supplemental report will be issued.